Event description:
It was reported by service report that the customer alleged that the bed exit was set but did not alarm when pt exited the bed. There was pt involvement, and adverse consequences are reported.

Manufacturer narrative:
The pt allegedly pulled out their IV when exiting the bed and were on the floor bleeding. Conclusion: the event was determined to be the result of the user zeroing the bed with a pt on it.